Manufacturer narrative:
Due to character restriction in block e1 (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) screen is not functioning and pump is not working. There was no patient involved.

Manufacturer narrative:
Due to character restriction in block e1. E1 initial reporter is (B)(6). Updated fields: b4,e3, e1(initial reporter, event site email), g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse verified screen not working due to physical damage. Replaced damaged display. Since the screen was physically cracked so nothing was on the display and they couldn't use the pump. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - e1 (initial reporter). Initial reporter's name incorrectly submitted under h11 tab.